Event description:
An analysis was performed on the returned handheld serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was initially reported on (B)(6) 2014 that the physician¿s programming system was unable to interrogate a device. The patient was seen for follow-up on (B)(6) 2014 which the vns company representative attended. The company representative performed troubleshooting on the programming system. He confirmed that the physician¿s handheld was not plugged into the power source and that the wand batteries were good. The physician¿s programming system was able to interrogate the device at this visit. However later on (B)(6) 2015, it was reported that the difficulty programming had continued which the site attributed to a loose handheld serial adapter. The handheld adapter was returned to the manufacturer for analysis. However, analysis has not been completed to date.